Event description:
Device was leaking brown liquid with black flecks from it from battery compartment of suction irrigator, liquid was running down neptune and no liquid noted to be dripping from insertion spike.